Manufacturer narrative:
The dupuy warsaw material scientist examined the submitted devcies and confirmed fracture of the tibial base, rather than the modular tibial stem extension as intially reported. Device history records for the s-rom modular tibial base were not available to be reviewed, as the lot number was unk. Fracture of the tibial base occurred due to fatigue. The investigation was unable to identify the root cause of the fatigue. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to fracture of the tibial stem at the stem/sleeve junction. Poly wear of the insert was noted intraoperatively.